Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an 8.2 cm x 6.3 cm abdominal aortic aneurysm. The aortic neck was 39 mm long, 25 to 30 mm in diameter, and moderately calcified. It was reported that after the stent graft system was implanted and the physician elected to model the stent graft with a reliant balloon. The reliant balloon was completely with in the iliac stent graft, however, when the balloon was inflated it appeared that the iliac stent graft was torn (MFR report# 2952300-2009-00669). There was a type iii endoleak (fabric tear) that was opening into the aneurysm. The physician elected to implant a wall graft, with successful results. The balloon was used for the rest of the case without issues (MFR report# 2952300-2009-00670). No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(Secondary intervention) conclusions: ( no films are available for this case).